Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen. 3 results from two patient samples tested on the cobas c 503 analytical unit. Sample (B)(6). On (B)(6) 2024, the initial result from the analyzer was 8.31%. On (B)(6) 2024, the repeat result was 6.6%. Sample (B)(6). The initial result was reported outside of the laboratory. The physician questioned the result as it was abnormally high for the patient prompting the rerun of the patient sample. On 24-jun-2024, the initial result from the analyzer was 9.15% (reported as 9.2%). The repeat result from the analyzer was 6.2%. The result from the doctor's point-of-care (poc) instrument (after the date of event) was 6.2%. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) were updated. The investigation reviewed the last calibration and the results were within specifications. The investigation reviewed the qc recovery and the results were within specifications. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace. Sample short and abnormal aspiration alarms were noted on the date of the event. The field service engineer inspected the analyzer and determined a failed solenoid valve (sv) for the rinse mechanism vacuum had caused the event. He replaced this valve, changed the cuvettes, and checked the alignments and rinse levels. He performed a bath exchange, a photometer check, and a cell blank. He verified the analyzer's performance by a precision check with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.